Manufacturer narrative:
The investigation into the vascular damage-peripheral is complete. The device was not received for investigation, but the clinical information provided, the root cause of the vascular damage issue was most likely use related, tenting of artery due to sheath angle of entry confirmed as the only likely source as per the clinical description provided. Instructions for use for the related event are as follows: section: warnings and cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torqueing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported an 80-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that while weaning the patient off support at the end of the procedure a hematoma was observed, it was discovered a vessel had been damaged as the source. Perclose unsuccessful. A 10x40mm balloon tamponade performed from right contralateral access for 20 minutes with combination of manual pressure also unsuccessful. A covera covered stent deployed and hemostasis achieved successfully. The patient was reported as stable.